Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found a station with auxiliary drawer 6 where the cubie tray cubies were not detected on the bus. The fse determined that medication had spilled on the cubie tray, causing all cubies to malfunction. The tray was removed, the medication spill was cleaned from the drawer, and a new cubie tray was installed. The cubies were returned to their positions, and the customer successfully tested the drawer inventory with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed. User rebooted and recovered storage space, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.